Event description:
Customer was admitted to hosp for high blood glucose. Customer's mother reported that customer had high blood glucose since the night before she was hospitalized. Customer's mother changed set/site and customer woke up with high blood glucose and tried to bolus with pump and no delivery alarm occurred. Programming was checked. Insulin concentration, basal rates/times, bolus history, alarm history, programming was correct. Disconnected at quick release and programmed a 3u (u-100) fixed prime with reservoir in pump and insulin exited.